Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed t-wave oversensing. Additionally, r-wave amplitudes were intermittently low over the past year. No pacing inhibition was reported, as the patient does not require pacing in the right ventricle. This pacemaker remains in service. No adverse patient effects were reported.